Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision may occur. Should additional information be received, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Event description:
It was reported that patient underwent a left total hip arthroplasty on an unknown date in 1996. Subsequently, a revision procedure has been scheduled for (B)(6) 2015 due to poly wear.

Manufacturer narrative:
This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, ¿wear and or deformation of articulating surfaces.¿

Event description:
It was reported the patient underwent total hip arthroplasty in 1996. Subsequently, the patient was revised on (B)(6) 2015 due to poly wear. The polyethylene acetabular liner and modular head were removed and replaced.